Manufacturer narrative:
Correction: additional information received by manufacturer on 7/19/2024.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius and reported being in the hospital with peritonitis. Further details were provided through a follow-up response from the clinic. The patient was experiencing abdominal pain and cloudy pd effluent. The patient went to the hospital on (B)(6) 2024. The patient was diagnosed with peritonitis and admitted to the hospital. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with ceftazidime (route, dose, frequency, and duration not provided). The culture results were unknown; however, the cause of the peritonitis was reported to be a breach in aseptic technique. The patient continued pd therapy utilizing the liberty select cycler during recovery. The patient¿s discharge date was not provided.

Manufacturer narrative:
Additional information: a2 (date of birth), a3 (gender), a4 (weight), b3 (event date), b5 (event description), d10 (concomitant products therapy dates), h6 (health effect - clinical code).

Event description:
A peritoneal dialysis (pd) patient contacted fresenius and reported being in the hospital with peritonitis. Further details were provided through a follow-up response from the clinic. The patient was experiencing abdominal pain and cloudy pd effluent. The patient went to the hospital on (B)(6) 2024. The patient was diagnosed with peritonitis and admitted to the hospital. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with ceftazidime (route, dose, frequency, and duration not provided). The culture results were unknown; however, the cause of the peritonitis was reported to be a breach in aseptic technique. The patient continued pd therapy utilizing the liberty select cycler during recovery. The patient¿s discharge date was not provided.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius and reported being in the hospital with peritonitis. Attempts to obtain additional information were unsuccessful.